Manufacturer narrative:
The insulin pump passed the displacement test. Pump error alarmed during self test and confirmed in pump history file due to a broken trace at keypad assembly. Pump was programmed with test guardian 2 link and a test plug. The insulin pump was able to locate and connect to sensor. The insulin pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 9.0mg/dl at the time of the incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and was returned for analysis.